Manufacturer narrative:
According to the available information the titan was implanted on (B)(6) 2020 and revised due to the pump having a hole in it from persistent use. The device was not returned for evaluation. Without the benefit of analyzing the device, quality cannot confirm any observations and cannot comment on the condition of the device. If the device becomes available, or additional information is received, quality will re-evaluate this complaint in accordance to procedures. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast, though not verified, report # 490043-2020-0001 - patient's device was not functioning, the pump was found to have a hole in it from persistent use. The device was explanted and replaced.